Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks across multiple episodes. Review of these episodes noted t-wave oversensing and changes in amplitude morphology measurements. Boston scientific technical services suspected the arrythmia seen that led to the shocks was not true ventricular tachycardia. Testing of the system was unable to elicit any noise and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.